Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest malposition of the 1st valve 100/0 a/v position caused and contributed to the event of hemolytic anemia & pvl. Although there was no specific cause for the intervention, a decision was made by physician to plug the pvl. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the malposition is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for paravalvular leak was unable to be confirmed due to unavailability of relevant imagery and/or medical report. A review of the DHR was unable to be performed due to unavailability of the valve serial number. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, 'a transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 ultra resilia valve was performed. The valve was deployed with mild paravalvular leak (pvl). One year after tavr, hemolytic anemia was observed. Pvl was moderate-severe. Blood transfusion was performed, but it was ineffective' per the operator, the valve's skirt is likely the cause of the event' as per fu, although bav with z-med (17ml, 7atm) was performed, pvl did not improve. Tav in tav was performed on 17-oct-2024. 2nd valve was deployed in 80:20 aortic/ventricular position with 0.5 ml less contrast than nominal volume. Pvl improved to mild. According to the operator, since 1st valve was deployed higher in ncc, deploying the 2nd valve lower would improve the pvl. As per fu, the first valve was deployed in 100:0 a/v position' ldh level improved gradually.' In this case, the valve was deployed higher in the ncc (in the 100:0 a/v position) as reported. Malpositioned thv may have compromised the seal provided by the skirt between the valve and target site (native annulus), leading to paravalvular leak as reported. As such, available information suggests that procedural factors (malpositioned thv) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, a transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 ultra resilia valve was performed. The valve was deployed with mild paravalvular leak (pvl). One year after tavr, hemolytic anemia was observed. Pvl was moderate-severe. Blood transfusion was performed, but it was ineffective. Another intervention is being considering. Per the operator, the valve's skirt is likely the cause of the event. As per fu, although balloon aortic valvuloplasty (bav) was performed, pvl did not improve. Tav in tav was performed. The 2nd valve was deployed in 80:20 aortic/ventricular position with 0.5 ml less contrast than nominal volume. Pvl improved to mild. According to the operator, since 1st valve was deployed higher in ncc, deploying the 2nd valve lower would improve the pvl. As per fu, the first valve was deployed in 100:0 a/v position. Tav in tav was completed with no issue. Ldh level improved gradually.